Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable is broken at the distal clevis hub. Broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a reportable event; however the reported broken pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci hysterectomy procedure the fenestrated bipolar forcep instrument was not giving full range of movement. There was no allegation of any harm, injury, or adverse outcome to a patient.